Manufacturer narrative:
Per the manufacturing company in (B)(4), the device has missing rivets and corrosion on the bayonet and has markings of third party repair. The device was manufactured in 2008-09. The instrument is over 11 years old. The device cannot be traced back to a material or production failure. Damage is most likely caused by repeated stress overload.

Event description:
Allegedly, per our manufacture in (B)(4), the laparoscopic forceps 33310hm broke in the patients abdomen during the operation, the small screw was successfully found and retrieved with no harm to the patient, procedure was completed with no other intervention.